Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 61.0 cm from the proximal end. Additional bends were present on the pusher assembly approximately 19.0 and 134.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the returned pod pc confirmed a pusher assembly kink. If the device is forcefully advanced against resistance or is otherwise manipulated at extreme angles during use, damage such as a kink may occur. Further evaluation revealed additional pusher assembly kinks and offset coil winds throughout the length of the embolization coil. Some of this damage may be incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. During functional testing, the pod pc was re-sheathed with a demonstration introducer sheath. Subsequently, resistance was experienced due to the offset coil winds while attempting to advance the pod pc through the introducer sheath and the pod pc could not advance at all. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pc), non-penumbra coil, and lantern delivery microcatheter (lantern). During the procedure, the physician placed a non-penumbra coil in the target vessel using the lantern. Next, while advancing a pod pc approximately 10 centimeters into the microcatheter, the pusher assembly of the pod pc became kinked. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.